Event description:
During cardiomems implant procedure the physician could not advance the cardiomems catheter into position. The physician made a second attempt using a longer sheath but was unable to resolve the issue and determined to abort the case. The physician believes the cause of the advancement difficulty to be due to difficult patient anatomy.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.